Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the blood parameter monitor (bpm) had a heat damaged capacitor at the c135 position on the auxiliary (aux) printed circuit board assembly (pcba). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the aux pcba. The unit operated the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.